Event description:
The customer observed false positive alinity I total b-hcg results which questioned by the provider on one patient. The one result provided were: sid (B)(6)initial= 121.36 miu/ml (> 25.0 iu/l=positive) /repeated on another alinity analyzer=< 2.4 miu/ml (< or =5.0 miu/ml=negative) /repeated on same analyzer ai22106=< 2.4 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing of alinity I total b-hcg reagent lot 49621ud00. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of complaints determined that there are no trends for the product for the complaint issue. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot number 49621ud00.

Event description:
The customer observed false positive alinity I total b-hcg results which questioned by the provider on one patient. The one result provided were: sid (B)(6) initial= 121.36 miu/ml (> 25.0 iu/l=positive) /repeated on another alinity analyzer=< 2.4 miu/ml (< or =5.0 miu/ml=negative) /repeated on same analyzer (B)(6)=< 2.4 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.